Event description:
It was reported that the fiber tip broke during use. No patient injury reported.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.